Event description:
As reported from the (B)(4) study, a patient experienced periprocedural pci post index procedure based on the received cec adjudication minutes. As per the crf, the patient had a previous history of pci approximately five years before the index procedure and it was unknown what stent was placed at the time of pci. At the time of the index procedure, angiography revealed 100% stenosis in the proximal right coronary artery. The indication for the procedure was non-st segment elevation acute coronary syndrome and unstable angina pectoris. The lesion was described as 14mm in length, class a, moderately calcified, and de novo. The reference vessel was 3.8mm in diameter. As planned, the lesion was pre-dilated with a 1.5 x 15mm balloon at 18atm and a 3.5 x 18mm cypher rx at 18atm without post-dilation. The pre-timi flow was 0 and the post-timi flow was iiii. Prior to the index procedure, the ck-mb was 2.9 (5 unl) and troponin t was 0.01 (0.01 unl) which were normal in limits, but 6-12 hours post index procedure, the ck was 1769 (174 unl), ck-mb was 109.1 (5 unl), and troponin t was 7.92 (0.01 unl); and 16-24 hours post index procedure, the ck was 1157, ck-mb was 56.1, and troponin t was 4.7. As per the adjudication report, the physician's admission history, physical exam notes, discharge summary, hospital laboratory reports, and ECG tracings were not received from the site to date, and his elevation of cardiac enzymes was later diagnosed as a periprocedural myocardial infarction based on the received adjudication minutes. The post-procedure course was uncomplicated and the patient was discharged in two days.

Manufacturer narrative:
Conclusion: the complaint received states that this (B)(4) study patient suffered a peri-procedural mi and coronary artery occlusion during the index procedure. This is a (B)(6) male with medical history including mi in 2005, pci x 2, most recent in 2007, dyslipidemia, hypertension, diabetes, dialysis dependant renal failure, seizure disorder, cva in 2006, copd and current smoker. The indication for the index procedure was angina and acs. Angiography revealed a 100% stenosis in the proximal rca. In (B)(6) 2010, the index procedure was performed for treatment of one target lesion. Pre-dilation and single stent implantation were successfully completed. The core lab reported a 15% residual stenosis, no dissection and timi 3 flow. Peri-procedure the ck was not tested, the ckmb was 2.9 and the troponin was 0.01. Post-procedure the ck was 1769, the ckmb was 109.1 and the troponin was 7.92. The following day, the ck was 1157, the ckmb was 56.1 and the troponin was 4.7. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. Despite multiple requests no additional information has been available from the site. The post procedure course was uncomplicated and the patient was discharged two days after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. Review of lot 15061331 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events.

Manufacturer narrative:
Concomitant medications at the time of mi included aspirin, bivalirudin, plavix, hydroxyzine hcl, metformin, omeprazole, simvastatin, tricor, valproic acid, and viagra. Additional information will be submitted within 30 days of receipt.